Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient came in to the hospital with presyncope. Patient is pacemaker dependent. During interrogation, varying sense and impedance measurements were observed. Pacing was inhibited due to noise. The lead was capped and replaced. The issue has been resolved.